Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two 2-0 v-loc 180 12" gs-21 opened by the account. The visual inspection of the sample noted two sutures and two needles. A tactile and microscopic examination of the sutures revealed no signs of material or assembly process damage. The sutures were received broken. It was observed, under magnification, that the suture appeared to have split under tension .one needle was received broken at the swaged end. Under magnification, instrument marks were observed at the tip of the needle adjacent to the break site. Additionally, the foil was inspected with light assisted microscopy with no abnormalities. The returned sample as received by medtronic was found not to meet medtronic quality release specifications and, due to the received broken needle and broken suture, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Grasping the needle at the tip during application can damage the needle as observed. It is recommended that the needle be grasped from the needle body, where the wire is of a full diameter and significantly stronger than at the tip and excessive tension on the suture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, the needle was broken when used for the first time, and then they discarded the needle and suture. After that this suture was broken when using the second suture, and then the physician used another new same type of product to complete the operation. There was no patient injury.